Event description:
Initially, event was reported as a second-degree burn underneath dispersive pad on upper left thigh. Later, part of the burn was classified as third-degree requiring hydrotherapy treatment of the burn.